Event description:
Healthcare professional reported right side rupture. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformities noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: one opening in posterior side assessed as fold flaw opening. Additional observations: stress marks are observed assessed as non-penetrating nick. Creases are observed. Wear abrasion is observed.

Event description:
Physician further reported "implant grossly ruptured", "shell torn and silicone spilled" observed during surgery. The device has been explanted.